Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported failure could not be determined.

Event description:
As the paramedic was transporting a patient with the device, it was reported that it lost power and rebooted itself while the user pressed the code summary button. The device use had no adverse effects on the patient.